Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via web self-service that the patient experienced hypoglycemic seizure and declined to provide details whether or how dexcom contributed to her health problem. The episode reportedly occurred the day after the sensor had been inserted in the abdomen (sensor was inserted on (B)(6) 2024). The patient also reportedly had stroke due to an unrelated, unspecified condition. The patient reported having an MRI. The patient declined to provide details about the event. At the time of a follow up email correspondence, the patient reportedly did not feel good. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.